Event description:
Customer reported receiving a battery out limit alarm on the insulin pump after inserting a new battery. Customer's blood glucose readings were 116 mg/dl at the hospital. It was noted that the customer was taken off the insulin pump to control his diabetes at the hospital. Customer mentioned receiving a low reservoir alarm on the insulin pump during prime and noticed that the piston had pushed out. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.